Event description:
Customer reportedly received results of approx 46mg/dl and 157mg/dl on the same device within 10 minutes. No action was taken based on device results other than customer's nurse advising to eat more carbohydrates. No adverse event reported and no treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.